Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a display issue occurred. The target lesion was located in the left main coronary artery. A rotablator rotational atherectomy system was selected for use. During preparation, outside patient's body, the physician opened a 1.50mm rotalink¿ plus; however, the device could not be prepared as the rpm was not displayed on the front panel of the console. The physician decided not to proceed with rotablation, instead, stenting was done successfully. No patient complications were reported and the patient's condition was okay.